Manufacturer narrative:
Pr 9148966 - follow up MDR for device evaluation. No samples were received for investigation of (B)(4), in which the customer has stated "blood passively leaking into syringe through connector". No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 1024801 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. Please note that the 2000e7d product is not a back check valve and therefore during use it may be possible for back flow to occur under certain infusion rates and clinical set-ups. When the smartsite component is accessed with a compatible male luer, it is effectively an open path, through which fluid can travel in both directions; however, when the connecting product is removed, it becomes a closed system. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months h3 other text : see h10 manufacture narrative.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle-free valve had backflow. The following information was received by the initial reporter with the verbatim: robina medical imaging have reported multiple incidents of blood passively leaking into syringe through connector.